Event description:
Customer obtained false negative pt results on 2 different samples for icon ds hcg vs. A home pregnancy test (clear blue easy was done on one sample, other unk). No sample available for additional testing. Customer returned a different lot than they had reported an issue for (reported lot was hcg010402, returned lot was hcg01401. Controls performed as expected on returned device and both lots of retained devices. No quantitative test data available. No info provided as to which qualitative test is correct. No info available as to whether women were pregnant or not. No impact to pt reported. No death or serious injury associated with this report. No change in pt treatment was associated with this incident. As documented in the product insert; false negatives can occur when the levels of hcg are below the sensitivity of the test or if the sample is very dilute as indicated by a low specific gravity. Product insert also states; this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.